Manufacturer narrative:
During the procedure, complete heart block av was confirmed with ECG. A temporary pacemaker was implanted and will be moving forward with a permanent pacemaker. The patient was reported to be in stable condition. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No bwi product malfunction was reported. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No biosense webster inc. Product malfunction was reported. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 7/30/2019. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30211162m number, and no internal action related to the complaint was found during the review. (B)(4).

Event description:
It was reported that a female patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered complete atrioventricular heart block requiring pacemaker implantation. During the procedure, complete heart block av was confirmed with ECG. A temporary pacemaker was implanted and will be moving forward with a permanent pacemaker. The patient was reported to be in stable condition. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No bwi product malfunction was reported.